Manufacturer narrative:
(B)(4). Upon follow up it was reported the recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On unknown dates, the patient was recovered from the peritonitis event and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day, patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report the patient was not recovered from this peritonitis event. Physioneal therapy was ongoing. No additional information is available as the reporter has declined to provide further information.

Manufacturer narrative:
(B)(4). Concomitant medical products: extraneal (previously reported) was not a concomitant product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.